Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a keypad anomaly. Customer's blood glucose level was not reported. The device will be returned.

Manufacturer narrative:
After battery installation, unit displayed a frozen pump error 68 screen due to a non functioning keypad. After swapping the boards into another case, the keypad problem resolved itself. Upon further review, there was corrosion underneath most of the keypad buttons themselves. Unable to perform displacement and self tests due to the keypad anomaly.